Event description:
At a scheduled pump replacement surgery scheduled for the day of report, the patient¿s existing pump could not establish telemetry in the operating room (or). It was noted that electromagnetic interference (emi) could explain the telemetry difficulty. It was believed that the pump was implanted in (B)(6) 2007, in which case the pump would be end of service (eos). It was noted that eos would have been in (B)(6) 2014. The patient¿s last refill occurred in (B)(6) 2014 because of difficulties with workers compensation and finding a managing health care professional. No patient symptoms reported. It was later reported that the cause of the telemetry difficulty was due to eos. There was no patient harm associated with the event. The patient was stable. The pump was filled with normal saline until the patient¿s new managing physician could be seen. The patient was not receiving effective therapy at the time of report. The pump was used to infuse an unknown type of drug at the time of event.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type: catheter. (B)(4).